Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that there are scratches on the case and screen of the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked reservoir tube lip and scratches on case on the upper side near display window. No white scratches on case noted.